Manufacturer narrative:
Device manufacturer address 1: (B)(4), parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type tur/bladder irrigation set leaked around the clamp. The issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure and clear passage under water testing was performed and a leak was observed due to a hole in the drip housing. The reported condition was verified. The cause of the hole in the drip housing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.